Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50, serial#: (B)(4), description: linear 3-4 lead 50 cm model#: sc-4316, lot#: 15894417, description: next generation clik anchor kit-sterile.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
A report was received that the patient underwent an explant procedure due to loss of bladder control. The physician did not suspect malfunction and assessed the event as related to the device stimulation.

Event description:
A report was received that the patient underwent an explant procedure due to loss of bladder control. The physician did not suspect malfunction and assessed the event as related to the device stimulation.